Manufacturer narrative:
The ventilator was investigated on site and the expiratory valve coil was replaced in the servo-I. The replaced part was returned for investigation. Our investigation revealed that the returned expiratory valve coil was defective and the reported internal leakage test failure during pre-use check could be reproduced when the returned expiratory valve coil was connected to a test ventilator. The received device log files confirmed the reported failure, at reported date of event. A defective expiratory valve coil will in worst case result in inadequate ventilation. This will be detected during pre-use check and during ventilation by generated alarms. The root cause for the defective expiratory valve coil could not be determined.

Event description:
Manufacturer's ref.#:(B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).